Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), endometrial ablation ("ablation"), suicide attempt ("attempted suicide") and neuropathy peripheral ("neuropathy") in a 45-year-old female patient who had essure (batch no. 862103-inv, 982107-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gallstones, cholecystectomy, chest pain, contusion and cesarean section. Concurrent conditions included bipolar disorder, gerd, alcohol intoxication, ocular photosensitivity, phonophobia, absence of menstruation, knee pain, dyspnea, cervicalgia, shortness of breath, tobacco user, paratubal cyst and body mass index normal. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), clonazepam (klonopin), ranitidine hydrochloride (zantac), topiramate (topamax), trazodone and venlafaxine hydrochloride (effexor). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced suicide attempt (seriousness criterion medically significant), depression ("depression") and anxiety ("anxiety"). In august 2012, the patient experienced mood swings ("mood swings / extreme mood swings") and irritability ("more irritable"). In (B)(6) 2012, the patient experienced neuropathy peripheral (seriousness criterion medically significant), dizziness ("dizziness"), hypoaesthesia ("numbness in extremities"), muscular weakness ("muscle weakness"), tinnitus ("ringing in the ears") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), vision blurred ("blurred vision") and headache ("headaches"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), rash ("rashes") and pruritus ("itching"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), dyspepsia ("heartburn"), diarrhoea ("diarrhea"), abdominal pain upper ("bad stomach pains"), change of bowel habit ("need to have a bowel movement shortly after eating"), alopecia ("hair loss") and nausea ("nausea"). On (B)(6) 2017, the patient underwent endometrial ablation (seriousness criterion medically significant), 5 years 5 months after insertion of essure. On an unknown date, the patient experienced bone pain ("bone pain"). The patient was treated with surgery (bilateral salpingectomy(bilateral removal fallopian tube) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood swings, migraine and depression was resolving, the endometrial ablation, suicide attempt, neuropathy peripheral, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, fatigue, abdominal distension, dyspepsia, diarrhoea, abdominal pain upper, change of bowel habit, irritability, nausea, dizziness, hypoaesthesia, muscular weakness, tinnitus, anxiety, pruritus, vaginal discharge, vision blurred, bone pain, back pain, weight increased and headache outcome was unknown and the dysmenorrhoea, alopecia and rash had resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, anxiety, back pain, bladder disorder, bone pain, change of bowel habit, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, endometrial ablation, fatigue, headache, hypoaesthesia, irritability, migraine, mood swings, muscular weakness, nausea, neuropathy peripheral, pelvic pain, pruritus, rash, suicide attempt, tinnitus, tooth disorder, urinary tract disorder, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 140 lbs. Approximate weight at the time of essure placement: 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Pregnancy test - in (B)(6) 2017: one positive test followed by 2 negative tests. Lot numbers reported { 862103, 982107} are invalid. Most recent follow-up information incorporated above includes: on 12-feb-2019: plaintiff fact sheet received. Events added: back pain, weight gain, headache. Event onset date was updated. Concomitant condition was added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), endometrial ablation ("ablation"), suicide attempt ("attempted suicide") and neuropathy peripheral ("neuropathy") in a 45-year-old female patient who had essure (batch no. 862103-inv, 982107-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gallstones, cholecystectomy, chest pain, contusion and cesarean section. Concurrent conditions included bipolar disorder, gerd, alcohol intoxication, ocular photosensitivity, phonophobia, absence of menstruation, knee pain, dyspnea, cervicalgia, shortness of breath, tobacco user and paratubal cyst. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), clonazepam (klonopin), ranitidine hydrochloride (zantac), topiramate (topamax), trazodone and venlafaxine hydrochloride (effexor). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced mood swings ("mood swings / extreme mood swings"), irritability ("more irritable"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2012, the patient experienced neuropathy peripheral (seriousness criterion medically significant), dizziness ("dizziness"), hypoaesthesia ("numbness in extremities"), muscular weakness ("muscle weakness"), tinnitus ("ringing in the ears") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches") and vision blurred ("blurred vision"). In 2014, the patient experienced rash ("rashes"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), dyspepsia ("heartburn"), diarrhoea ("diarrhea"), abdominal pain upper ("bad stomach pains"), change of bowel habit ("need to have a bowel movement shortly after eating"), alopecia ("hair loss") and nausea ("nausea"). On (B)(6) 2017, the patient underwent endometrial ablation (seriousness criterion medically significant), 5 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), suicide attempt (seriousness criterion medically significant), fatigue ("fatigue"), pruritus ("itching") and bone pain ("bone pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood swings, migraine and depression was resolving, the endometrial ablation, suicide attempt, neuropathy peripheral, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, fatigue, abdominal distension, dyspepsia, diarrhoea, abdominal pain upper, change of bowel habit, irritability, nausea, dizziness, hypoaesthesia, muscular weakness, tinnitus, anxiety, pruritus, vaginal discharge, vision blurred and bone pain outcome was unknown and the dysmenorrhoea, alopecia and rash had resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, anxiety, bladder disorder, bone pain, change of bowel habit, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, endometrial ablation, fatigue, hypoaesthesia, irritability, migraine, mood swings, muscular weakness, nausea, neuropathy peripheral, pelvic pain, pruritus, rash, suicide attempt, tinnitus, tooth disorder, urinary tract disorder, vaginal discharge and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2017: one positive test followed by 2 negative tests. Lot numbers reported { 862103, 982107} are invalid. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid). Incident. No valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), endometrial ablation ('ablation'), suicide attempt ('attempted suicide') and neuropathy peripheral ('neuropathy') in a 45-year-old female patient who had essure (batch no. 862103-inv, 82107-inv, 862107-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's medical history included gallstones, cholecystectomy, chest pain, contusion and cesarean section. Concurrent conditions included bipolar disorder, gerd, alcohol intoxication, ocular photosensitivity, phonophobia, absence of menstruation, knee pain, dyspnea, cervicalgia, shortness of breath, tobacco user, paratubal cyst, body mass index normal and scoliosis. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), clonazepam (klonopin), ranitidine hydrochloride (zantac), topiramate (topamax), trazodone and venlafaxine hydrochloride (effexor). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced suicide attempt (seriousness criterion medically significant), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2012, the patient experienced mood swings ("mood swings / extreme mood swings") and irritability ("more irritable"). In (B)(6) 2012, the patient experienced neuropathy peripheral (seriousness criterion medically significant), dizziness ("dizziness"), hypoaesthesia ("numbness in extremities"), muscular weakness ("muscle weakness"), tinnitus ("ringing in the ears") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), vision blurred ("blurred vision") and headache ("headaches"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), rash ("rashes") and pruritus ("itching"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), dyspepsia ("heartburn"), diarrhoea ("diarrhea"), abdominal pain upper ("bad stomach pains"), change of bowel habit ("need to have a bowel movement shortly after eating"), alopecia ("hair loss") and nausea ("nausea"). On (B)(6) 2017, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required), 5 years 5 months after insertion of essure. On an unknown date, the patient experienced bone pain ("bone pain"). The patient was treated with surgery (bilateral salpingectomy(bilateral removal of fallopian tubes) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood swings, migraine and depression was resolving, the endometrial ablation, suicide attempt, neuropathy peripheral, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, fatigue, abdominal distension, dyspepsia, diarrhoea, abdominal pain upper, change of bowel habit, irritability, nausea, dizziness, hypoaesthesia, muscular weakness, tinnitus, anxiety, pruritus, vaginal discharge, vision blurred, bone pain, back pain, weight increased and headache outcome was unknown and the dysmenorrhoea, alopecia and rash had resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, anxiety, back pain, bladder disorder, bone pain, change of bowel habit, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, endometrial ablation, fatigue, headache, hypoaesthesia, irritability, migraine, mood swings, muscular weakness, nausea, neuropathy peripheral, pelvic pain, pruritus, rash, suicide attempt, tinnitus, tooth disorder, urinary tract disorder, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 140 lbs. Approximate weight at the time of essure placement: 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Pregnancy test - in (B)(6) 2017: one positive test followed by 2 negative tests. Lot numbers reported (862103, 982107) are invalid. Most recent follow-up information incorporated above includes: on 31-may-2019: ¿update of information (batch not valid).¿ incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), endometrial ablation ("ablation"), suicide attempt ("attempted suicide") and neuropathy peripheral ("neuropathy") in a 45-year-old female patient who had essure (batch no. 862103, 982107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included gallstones, cholecystectomy, chest pain, contusion and cesarean section. Concurrent conditions included bipolar disorder, gerd, alcohol intoxication, ocular photosensitivity, phonophobia, absence of menstruation, knee pain, dyspnea, cervicalgia, shortness of breath, tobacco user and paratubal cyst. Concomitant products included clonazepam (klonopin), obetrol (adderall), ranitidine hydrochloride (zantac), topiramate (topamax), trazodone and venlafaxine (effexor). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced mood swings ("mood swings / extreme mood swings"), irritability ("more irritable"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2012, the patient experienced neuropathy peripheral (seriousness criterion medically significant), dizziness ("dizziness"), hypoaesthesia ("numbness in extremities"), muscular weakness ("muscle weakness"), tinnitus ("ringing in the ears") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches") and vision blurred ("blurred vision"). In 2014, the patient experienced rash ("rashes"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), dyspepsia ("heartburn"), diarrhoea ("diarrhea"), abdominal pain upper ("bad stomach pains"), change of bowel habit ("need to have a bowel movement shortly after eating"), alopecia ("hair loss") and nausea ("nausea"). On (B)(6) 2017, 5 years 5 months after insertion of essure, the patient underwent endometrial ablation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), suicide attempt (seriousness criterion medically significant), fatigue ("fatigue"), pruritus ("itching") and bone pain ("bone pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood swings, migraine and depression was resolving, the endometrial ablation, suicide attempt, neuropathy peripheral, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, fatigue, abdominal distension, dyspepsia, diarrhoea, abdominal pain upper, change of bowel habit, irritability, nausea, dizziness, hypoaesthesia, muscular weakness, tinnitus, anxiety, pruritus, vaginal discharge, vision blurred and bone pain outcome was unknown and the dysmenorrhoea, alopecia and rash had resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, anxiety, bladder disorder, bone pain, change of bowel habit, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, endometrial ablation, fatigue, hypoaesthesia, irritability, migraine, mood swings, muscular weakness, nausea, neuropathy peripheral, pelvic pain, pruritus, rash, suicide attempt, tinnitus, tooth disorder, urinary tract disorder, vaginal discharge and vision blurred to be related to essure. The reporter commented: she had the need for additional surgery. Diagnostic results: on (B)(6) 2017: had positive pregnancy test, has had 2 negative urine sense. Most recent follow-up information incorporated above includes: on 8-nov-2018: events: "bladder problems, urinary problems or changes, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, bloating, heartburn, diarrhea, bad stomach pains, need to have a bowel movement shortly after eating, hair loss, mood swings, more irritable, migraines, headaches, nausea, dizziness, numbness in extremities, neuropathy, muscle weakness, ringing in the ears, ringing in the ears, depression, anxiety, attempted suicide, rashes, itching, vaginal discharge, blurred vision, ablation, bone pain, she did not undergo essure confirmation test", lot number, reporter, concomitant drug added from pfs. Lab data, concomitant and historical condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), endometrial ablation ('ablation'), suicide attempt ('attempted suicide') and neuropathy peripheral ('neuropathy') in a 45-year-old female patient who had essure (batch no. 862103-inv82107-inv,862107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gallstones, cholecystectomy, chest pain, contusion and cesarean section. Concurrent conditions included bipolar disorder, gerd, alcohol intoxication, ocular photosensitivity, phonophobia, absence of menstruation, knee pain, dyspnea, cervicalgia, shortness of breath, tobacco user, paratubal cyst, body mass index normal and scoliosis. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), clonazepam (klonopin), ranitidine hydrochloride (zantac), topiramate (topamax), trazodone and venlafaxine hydrochloride (effexor). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced suicide attempt (seriousness criterion medically significant), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2012, the patient experienced mood swings ("mood swings / extreme mood swings") and irritability ("more irritable"). In (B)(6) 2012, the patient experienced neuropathy peripheral (seriousness criterion medically significant), dizziness ("dizziness"), hypoaesthesia ("numbness in extremities"), muscular weakness ("muscle weakness"), tinnitus ("ringing in the ears") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), vision blurred ("blurred vision") and headache ("headaches"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), rash ("rashes") and pruritus ("itching"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), dyspepsia ("heartburn"), diarrhoea ("diarrhea"), abdominal pain upper ("bad stomach pains"), change of bowel habit ("need to have a bowel movement shortly after eating"), alopecia ("hair loss") and nausea ("nausea"). On (B)(6) 2017, the patient underwent endometrial ablation (seriousness criterion medically significant), 5 years 5 months after insertion of essure. On an unknown date, the patient experienced bone pain ("bone pain"). The patient was treated with surgery (bilateral salpingectomy(bilateral removal offallopian tube) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood swings, migraine and depression was resolving, the endometrial ablation, suicide attempt, neuropathy peripheral, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, fatigue, abdominal distension, dyspepsia, diarrhoea, abdominal pain upper, change of bowel habit, irritability, nausea, dizziness, hypoaesthesia, muscular weakness, tinnitus, anxiety, pruritus, vaginal discharge, vision blurred, bone pain, back pain, weight increased and headache outcome was unknown and the dysmenorrhoea, alopecia and rash had resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, anxiety, back pain, bladder disorder, bone pain, change of bowel habit, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, endometrial ablation, fatigue, headache, hypoaesthesia, irritability, migraine, mood swings, muscular weakness, nausea, neuropathy peripheral, pelvic pain, pruritus, rash, suicide attempt, tinnitus, tooth disorder, urinary tract disorder, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 140 lbs approximate weight at the time of essure placement: 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Pregnancy test - in (B)(6) 2017: one positive test followed by 2 negative tests. Lot numbers reported { 862103, 982107} are invalid. Most recent follow-up information incorporated above includes: on 21-may-2019: plaintiff fact sheet received- lot number and medical history were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.